Event description:
Sex:unk, procedure: lap chole. According to the reporter: the clip was allowing the bile fluid to leak through the duct. The clip did not occlude the duct. The patient brought back to the or to repair the bile duct.